Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "3y 1m po valve is blocked. Explanted."

Manufacturer narrative:
The shunt system was received partially submerged in an unidentified liquid in a plastic container. The amount of liquid was not sufficient to cover both the progav and shunt assistant valves. Scratches on the outer housing of the progav valves were observed through the visual inspection. No other significant deformation or damage were detected. The progav valve housing was measured and indicated the presence of a slight deformation. The housing deformation measured at -0.0385mm minimally outside the tolerance of 0-+0.02mm. The permeability test indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The braking functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. We performed a visual inspection of the progav2.0 shunt system. No deformation or damage of the valves were detected during the visual inspection. A measurement of the parallelity of the progav housing indicated a slight deformation. Next we tested the permeability of the valves. The progav valve was permeable however, the shunt assistant was not permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. No buildup was observed inside the progav valve, however we have found a slight buildup of substance likely protein in the shunt assistant. Based on our investigation, we confirm the presence of occlusion in the shunt system valve, likely due to the deposits observed in valves. Even a slight amount of non-visible deposits can lead to temporary blockage of the system. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.